Event description:
Allegedly revised due to infection of the bone and surrounding tissue.

Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend. Manufacturing records indicate the product was manufactured to specifications and met all acceptance/inspection criteria. The product was not returned. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00538, 00539, 00540, 00541, 00542, 00543, 00544.